Event description:
Customer reported there were inconsistencies with the cartridge fill process. There was no adverse impact on the customer's blood glucose level reported. The patient declined troubleshooting and will review pump options while in the process of obtaining a new device.